Event description:
Md was attempting to reposition a coil, resheathed the coil, adjusted the position, and could not advance the coil out of the sheath. The coil was removed and replaced with no harm to the patient. Manufacturer response for embolization coil, (brand not provided) (per site reporter) clinical site notified manufacturer rep directly.